Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed) and the outer insulation was melted. It was visually noted that there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had loss of capture and an x-ray verified lead dislodgement. The lead could not be repositioned and was explanted. No patient complications have been reported as a result of this event.